Event description:
Facility risk manager provided info to this manufacturer indicating that an event had occurred where the pt's access device disconnected from the blood tubing set in use at the time. The facility refused to provide any details of the event; the product code and lot number were not provided. The facility indicated that the access device may have been a catheter that had previously undergone repair. Date of event, details of event, and status of the bloodline sample were not provided. Facility did confirm that the pt has recovered.

Manufacturer narrative:
Since the event details, product code, lot number, and pt info were not provided to this manufacturer, no investigation can be performed. Reported issue will be trended per established procedures.